Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-jul-2018 with the following findings: during the investigation, a cs 078 alarm was duplicated when the pump went through the rewind sequence. The pump¿s cover was removed, and moisture corrosion was found on the motor flex connector and the surrounding components. A review of the black box verified a cs 078 motor rewind error.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in long term cessation of insulin delivery if the user is unable to resolve the alarm.